Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia beginning the prior evening despite multiple supply changes and concern regarding insulin potency, with the device issuing high glucose alerts. The highest reported blood glucose was 350 mg/dl, and the hyperglycemia persisted overnight into the morning. No symptoms were reported. Outcomes included no need for outside assistance and no medical intervention or hospitalization. The investigation included troubleshooting and education provided by support, and replacement supplies were shipped to restore inventory. The investigation revealed an unclear cause of the hyperglycemia, with no device malfunction identified based on the available information. Based on previously established findings for similar reports, it was concluded that the cause was undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.